Event description:
It was reported by service report that side rail functions do not work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: buttons not functioning on siderails.